Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer¿s representative (rep) indicating that they did a trickle charge during their meeting with the patient, they cleared the code, and the patient went home to charge their battery. It was reported that a second overdischarge was not confirmed, and the rep believed the cause of not being able to turn stimulation on or connect with the ins was that they hadn¿t charged the battery in quite some time. It was reported that the issues had been resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for spinal pain. The rep reported that they met with the patient the thursday prior to the report to recover the implantable neurostimulator (ins) from overdischarge so that the patient could have an MRI. It was noted that the MRI procedure was not related to the patient¿s device. The rep stated that they cleared the power on reset (por). The patient went home and charged the device, but then indicated that they could not turn stimulation on. The rep met with the patient again, and found that they could not connect with the ins using any of the external devices, and it appeared the ins needed to be charged. Technical services reviewed the possibility of the ins entering overdischarge again. The rep mentioned that the patient didn¿t recharge for over a year prior to the report. Additional information received from the rep on (B)(6) 2018 indicated that they did not know the cause of why the patient couldn¿t turn on stimulation. They plan to meet with the patient to see if they need to wake up the ins again. No further complications were reported or anticipated.